Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? How many minutes was the procedure delayed? Could you please confirm the device's availability?   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a wound debridement on (B)(6) 2020 and the suture was used. During surgery, the problem of pulling off suture-needle happened when it was used. A like device was used to complete the surgery. There were no adverse patient consequences reported.